Manufacturer narrative:
Cmpl-(B)(4).

Event description:
Dexcom was made aware on 07/02/2024, that on (B)(6)2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2024. It was reported that the patient experienced a skin reaction with itching, burning, rash, redness, and inflammation, which occurred 1 day after the sensor had been inserted in the arm. It was not known what amount of skin was affected at the sensor area, but it was reported that a skin reaction was also noted at the neck and wrist. On 07/04/2024, the patient visited her doctor, and was prescribed hydrocortisone cream. A photo of the skin reaction in the neck was reviewed. The neck shows erythema, and several swollen bumps. The patient was treated with a prescription for hydrocortisone cream. The skin reaction disappeared 2 days after she started to use the cream. The patient stated that she never had this reaction from a dexcom g6 sensor, and that this happened after the first time she used a dexcom g7 sensor. She did not try another g7 sensor and went back to using the g6 sensor. At the time of the report, the patient was fine. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.